Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer's blood glucose (bg) was above 500 mg/dl, but exact value was not provided. Customer changed supplies to address elevated bg, and resumed insulin delivery.